Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the revision procedure for normal battery depletion the set screw came out of the device. The set screw did not fall into the pocket or cause any harm. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted holes in the ventricular ring and tip seal plugs. Additionally, the ventricular ring setscrew was missing. Visual inspection verified that the leads were fully inserted into the lead barrel. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.